Event description:
Burned in one spot severely enough/ and another spot [thermal burn]. Infected [infection]. Painful [pain]. Case description: this is a spontaneous report from a contactable consumer. A consumer of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare lower back and hip), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date, the consumer experienced burn in one spot severely enough that two doctors believe it will scar and another spot that is healing after 5 days. The consumer also mentioned that the injury is very painful and infected. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn, infection, and pain as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.